Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (investigation findings, investigation conclusions).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that a cs300 intra-aortic balloon pump (iabp) ECG port was cracked. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. Corrected fields; h6 (problem code). A getinge field service engineer (fse) replaced cable assy ECG input to front end to resolve the issue. Completed maintenance and calibration successfully. Product passed all functional and safety tests per manufacturer specifications. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.